Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.1 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2026. The patient's blood glucose levels reached 600 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported included chest pain and vomiting, with the patient initially believing she was experiencing a heart attack. The patient was treated with intravenous insulin and underwent cardiac catheterization with contrast dye to assess cardiac function. The pod was removed at the hospital. The patient additionally reported that the pod was not functioning properly overnight, noting that it had expired during the night and was not replaced despite her feeling unwell at the time. The patient also reported that the omnipod and dexcom g7 were not communicating properly, resulting in the system remaining in limited mode for approximately one month instead of automated mode. Despite multiple attempts by the patient, her son, and her diabetes educator to resolve the connectivity issue, the devices continued to fail to communicate. The patient was able to restore automated mode functionality after troubleshooting. The patient was released on (B)(6), 2026. No further information was provided.